Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage during the pre-use check and that replacing the inspiratory channel solved the issue. No logs were provided and the replaced part was not returned for investigation, therefore the root cause for the reported problem could not be determined.